Event description:
It was reported that during a treatment procedure, a coil migration occurred. While performing an embolization with an unspecified catheter, 10 coils were implanted but it was impossible to implant the 11th one. The coil passed the auricle and finished in the pulmonary artery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).